Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead was explanted and replaced due to the patient's twiddler's syndrome. No patient symptoms were reported. No further information could be obtained.